Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening and broken device through microscopic inspection assessed as surgical damage also observed a missing piece of shell through microscopic inspection assessed as inconclusive... No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side "rupture" diagnosed via ultrasound and confirmed via surgery. The device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported right side "rupture" diagnosed via ultrasound and confirmed via surgery. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.